Event description:
A month after placement, one implant (2) was noted to have class 3 mobility (very loose) and the second implant came out when denture was removed. These were considered by the clinician as non-integration issues. Also, patient felt pain at the implant site with the loose implant. The implants were immediately loaded. The patient had high density bone (type 1) and also had downs syndrome. The two implants used were as follows: -pn 07462, lot # i0nz, manuf. Date: 03/2014; expiration date: 02/29/2019. -p/n 07461, lot #i0r0x, manuf. Date: 07/2014; expiration date: 05/31/2019.

Manufacturer narrative:
User documentation (technique manual, p/n l8019-tm) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant placement torque is less than 30 n-cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. The following information was not provided by the clinician: whether primary stability was achieved. The amount of torque used to place the abutment the implant. Failure to osseointegrate is a well-documented inherent risk of dental implants, in this case, the issue may have been relate to inadequate pre-treatment planning, technique and patient care. The implants may not have achieved primary stability and were still immediately loaded. Also, the pain experienced by the patient strongly indicates that the implant was placed on or near a nerve. Since the patient has downs syndrome it is possible that they may not have been able to maintain adequate care of the restoration during the healing process. The implants' lot history records were reviewed; any discrepancies or issue of non-conformance were successfully resolved prior to the release of the parts. Implants were manufactured to specifications. No further action is required.